Manufacturer narrative:
A steris technician inspected the washer and found that the internal rails that hold the rack had a broken weld, allowing the rail to lift and the load side conveyor to be incorrect aligned with the washer. The user facility was aware that the rails were broken as they had been wired together by biomedical personnel to hold them in place. The steris technician aligned the rack, installed new rails, realigned the load and unload conveyor, and returned the washer to service. The reliance 444 washer is covered under steris maintenance contract manual and the last preventive maintenance was performed (B)(6) 2011, at which time the equipment was operating properly. The reported event is due to user error as the user facility chose to operate the equipment with broken rails, which caused the equipment being loaded into the washer to become jammed. In addition, it was reported the operator used excessive force when attempting to resolve the washer obstruction. Steris offered in-service training on the proper use and servicing of the equipment and the user facility has accepted; steris will complete once a scheduled date is provided by the user facility.

Event description:
The user facility reported that when an operator was loading a rack of instrument trays into the reliance 444 washer, the rack became jammed. When the operator used force to push the jammed rack into the washer, he felt a sharp pain in his upper back. The operator was sent to the ER for treatment and was given two days off of work. The user facility refused to provide any additional information concerning the employee's medical treatment. The user facility reported the employee is fine, back to work, and has no sustaining injuries. There were no reported procedural delays or cancellations.

Manufacturer narrative:
The customer subsequently declined the in-service that steris initially offered.